Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sigmoidectomy, issues arose with the eea28 eea 28mm-4.8 sgl use stapler. The proximal colon tissue ripped during the first anastomosis attempt, necessitating a redo with another stapler. Post-operatively, the patient experienced ileus and abdominal pain, and a computed tomography scan revealed an anastomotic leak. Consequently, the patient underwent a hartman procedure. The anastomosis was leaking content post-operatively, and the patient was readmitted to the hospital. The leak was discovered through imaging, and the issue was addressed by resecting and re-stapling. The patient experienced disability as a result of the hartman procedure.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sigmoidectomy, issues arose with the eea28 eea 28mm-4.8 sgl use stapler. The proximal colon tissue ripped during the first anastomosis attempt, necessitating a redo with another stapler. Post-operatively, the patient experienced ileus and abdominal pain, and a computed tomography scan revealed an anastomotic leak. Consequently, the patient underwent a hartman procedure. The anastomosis was leaking content post-operatively, and the patient was readmitted to the hospital. The leak was discovered through imaging, and the issue was addressed by resecting and re-stapling. The patient experienced disability as a result of the hartman procedure. The patient had an ostomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.